Event description:
It was reported, that six (6) lvp's were inspected. And observed, with corrosion on the iui connector pins. This was observed, by bd representatives, during their site visit. There was no patient involvement. Additional information provided: "the representative stated, (and demonstrated without fluid) that he squirts some fluid into the lvp crevasses to get help loosen any crusty exudate and uses a brush to help get it out". Education was provided to never pour any fluids directly into the module.

Manufacturer narrative:
Per 803.52 (f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product or procedural details to the manufacturer.